Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed reset with guidance, did not see error return, and successfully started new sensor session, with no further issues reported.